Manufacturer narrative:
B5: describe event or problem. G2: report source na.

Event description:
Patient ID: (B)(6). Subsequent to the previously filed mdrs, additional information was received: recurrent mitral regurgitation of grade 2+ was noted on (B)(6) 2021. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment/slda could not be determined. Additionally, the reported mitral regurgitation/mr was a cascading event of reported slda. The reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail and prolapse. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 1. Then the next day, during follow-up, imaging showed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated that the cause of the slda is unknown. The patient remained hospitalized. On (B)(6) 2021, the patient underwent a second clip procedure. One additional clip was deployed, reducing mr to 1-2. No additional information was provided.